Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block (lbbb). No treatment was given. Five days post-implant the patient presented to an emergency room (ER) complaining of weakness. The patient was observed to be near-syncopal and bradycardic, and was found to have complete av block with an underlying lbbb escape rhythm. A temporary pacemaker was inserted in the ER, and the patient was hospitalized with a permanent pacemaker implanted the next day. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.